Manufacturer narrative:
H6: premature separation code removed.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation and failure to connect were not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless device implant. During preparation soon after the leadless pacemaker was attached to the delivery catheter, the device fell off. When the delivery catheter was checked, it was observed one of the tether bullets was detached. The device was attempted to be placed on the catheter again but failed to connect at all. The catheter and device were exchanged without issue. The patient was stable.